Manufacturer narrative:
Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. During analysis s significant residue in the pinion of gear 1 and the rotor magnet was seen. Significant residue in the teeth of gear 1 and 2was also seen.

Event description:
It was reported that the manufacturer representative was called by the healthcare provider (hcp) regarding the patient¿s pump. The pump had been alarming and the patient had a return of symptoms since approximately (B)(6) 2014. The reporter was unsure of what symptoms the patient was experiencing. The hcp checked the pump status and checked the pump logs, which showed a motor stall and tube set logs. No motor stall recovery was logged. It was later reported that the pump hadn¿t been working right since the pump replacement in (B)(6) 2013. The patient hadn¿t gotten any relief since the pump replacement. A dye study was done in may and no abnormalities were found. The motor stall occurred on (B)(6) 2013 with a ¿stopped pump period may exceed tube set¿ message on (B)(6) 2013. The pump had been refilled since then, but there were no motor stall recovery messages in the logs. A volume discrepancy occurred on (B)(6) 2014. The expected reservoir volume (erv) was 1.5ml and the actual reservoir volume (arv) was 9.5ml. The patient indicated that he felt relief for about 12 hours after this refill, but nothing since then. It was thought that the patient had an MRI sometime in december. However, it was determined that there was not MRI. There was a CT scan of the patient¿s stomach on (B)(6) 2013, while the patient was admitted to the hospital. The patient had been hearing beeps from the pump for the past 6 months, only to realize that it was the pump a couple of days prior to the report. There were no further abnormalities in the event logs. The device contained morphine. It was later reported that the cause of the stall had yet to be determined. The cause of the volume discrepancy was the motor stall. The cause of the alarm was the motor stall. The pump was set to minimum rate. As of (B)(6) 2014, the patient was doing fine, but was not receiving effective pain relief like he used to get from the pump. The hcp planned to refer the patient for a pump replacement in the near future. Additional information was requested but was not available at the time of this report. The manufacturer's device registration database indicated that the pump was replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Additional information: the pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the pump was replaced. The pump was delivering 50 mg/ml morphine. Additional information was received and it was reported that as far as this reporter knew, the patient was doing well following the replacement. Additional information was received and it was reported that the patient experienced return of pain and withdrawal symptoms related to the event. The patient recovered without sequela.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).